Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the first diagonal branch of the left anterior descending (lad) artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during attempts to cross the device across a previously implanted 3.00x38mm promus element ¿ stent, the stent struts of the 2.50x24mm promus element ¿ stent were held within the 3.00x38mm promus element ¿ stent and was damaged. The procedure was completed with a 2.75x20mm stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal side with struts from the middle of the stent profile towards the distal end distorted and stretched over the distal markerband. There is no visible damage at the proximal end where the stent is still securely in place. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed severe signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the first diagonal branch of the left anterior descending (lad) artery. A 2.50x24mm promus element drug-eluting stent was advanced to treat the lesion. However, during attempts to cross the device across a previously implanted 3.00x38mm promus element stent, the stent struts of the 2.50x24mm promus element sent were held within the 3.00x38mm promus element stent and was damaged. The procedure was completed with a 2.75x20mm stent. No patient complications were reported and the patient's status was stable.